Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 290cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent an unspecified breast implantation procedure with saline mentor smooth round high profile 290cc breast implants and experienced bilateral capsular contracture baker grade IV post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with non-mentor devices on (B)(6) 2022. This report is for the right breast prosthesis.